Manufacturer narrative:
The returned device was evaluated and the soft cannula was found to be in a normal condition with no indication of having been bent or kinked. Fluid was able to travel through the cannula and out of the distal tip without issue. The device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would lead to insufficient insulin delivery.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to determine if the bent cannula contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose. Chapter 4 / page 42. Warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes. Chapter 11 / page 119. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes. Chapter 11 / page 126. Warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that on tuesday (B)(6) 2019, the patient went to the ER (emergency room) for treatment of a high bg (blood glucose) levels. The patient's blood glucose reached over 500mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. Boluses were delivered before going to the hospital and they also tried to have her drink water to flush out. The mother stated that the bg level did reach over 1000 mg/dl and the patient was in dka (diabetic ketoacidosis). The patient was originally taken to the ER on tuesday and was transferred to the hospital around 3 am on (B)(6) 2019, they arrived at the hospital around 4 am on (B)(6) 2019. The patient was given fluids and an insulin drip at both the ER and the hospital, however mother was not sure how many bags of saline had been used. The mother stated that they have recently been increasing the basal program, on friday (B)(6) 2019 she increased the basal from 0.50 u/hr to 0.55 u/hr. The day of call, they increased the basal program to 0.60 u/hr because she has been running high. The patient's mother also reported that when removed from the infusion site, the pod's cannula was found to be bent. The mother stated that they intend to raise the basal program.